Event description:
It was reported that during the procedure for a suspicious lung nodule, the inner layer of the extended working channel was abraded when the biopsy forceps were inserted, resulting in device fragments becoming loose in the patient. The intervention time was prolonged but not for more than 30 minutes as the foreign bodies had to be removed from the patient piece by piece. The biopsy was ultimately performed without the use of the extended working channel and navigation at the end of the procedure. All device fragments were removed from the patient. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b2 (intervention required), b5, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure for a suspicious lung nodule, the inner layer of the extended working channel was abraded when the biopsy forceps were inserted, resulting in device fragments becoming loose in the patient. The intervention time was prolonged but not for more than 30 minutes as the foreign bodies had to be removed from the patient piece by piece. The biopsy was ultimately performed without the use of the extended working channel and navigation at the end of the procedure. All device fragments were removed from the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: h5, h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted string like fibers. The string like fiber was determined to be from scraping the inner liner. Functional testing noted that both the lg and ewc lengths, measured using a calibrated ruler, were within specification. The ewc was also checked with a ball mandrel and passed without resistance. Upon cutting open the ewc for internal inspection, scrapes and gouges were observed. It was reported that a string-like fiber was present. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: with the jaws closed, insert the distal tip of the device into the extended working channel. Advance the device using short, 2cm strokes. When the biopsy operation is complete, ensure that the jaws remain closed and slowly withdraw the forceps from the extended working channel. If the jaws will not close completely, do not use force to pull the jaws into the extended working channel. Remove the endoscope and the extended working channel with the forceps still in place. Then manually close the jaws and remove the forceps and extended working channel from the endoscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.